Manufacturer narrative:
Batch review performed on 03 may 2019: lot 187080: (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: stem: minimax 01.13.102r cementless anatomical stem right size 2 (k170845), lot 185945: (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721), lot 187907: (B)(4) items manufactured and released on 16-jan-2019. Expiration date: 2023-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 weeks after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the stem, head and liner. The surgery was completed successfully.